Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced strong stimulation in his buttocks and back. The stimulation in the patient¿s legs were stronger that what was comfortable when coverage of his feet was adequate. The patient had inadequate stimulation in his right foot, normal area of pain. When the implantable neurostimulator (ins) was turned up to a ¿strong level¿ he perceived stimulation in his feet, but it was uncomfortable in his back and legs. The physician compared trial lead placement x-ray to after lead implant (in post-op period, not on table) and the lead placement was the same. Impedance testing was performed. It was unknown if any action was required. The patient was alive with no injury. It was reported a month later that the cause of the event was unknown. Reprogramming and impedance testing were performed at two separate appointments. All impedances were within normal limits. Reprogramming resulted in coverage of the patient¿s painful areas. Adaptive stimulation was activated. A month later it was reported that the patient experienced no stimulation sensation. The patient was having trouble getting good stimulation. The patient went through the spinal cord stimulation (scs) trial for about a week, which provided 100% relief for pain in his foot. Since implant they have not been able to reproduce the results from the trial. They have done impedance checks, taken x-rays, and been through multiple reprogramming sessions with different company representatives. It seemed that the initial results were the results of a placebo effect. The lead was in the identical placement as compared to the trial lead placement; they were compared side-by-side. The specific impedance values were not known. When asked about amplitude values, the reporter stated ¿run of the mill.¿ the patient could not tell you if he feels stimulation because he already feels so much tingling from his pain. They attempted to program at an amplitude of 5.8-6 and the patient felt stimulation in the upper leg and buttock but this was not effective for the target foot pain. The patient has not had an overdischarge. The patient reported a few months later that after four attempts to put a stimulator in his back it was finally successful last june. It took four surgeries to get it working and the patient had four back surgeries, two failures, the trial was a success, and the permanent was a success. Now the patient has absolutely no relief at all from the pain, he has gone back to the doctor and company representative. The patient was at the end of his rope and does not know what to do. The patient keeps getting told that he was the only patient that has an scs implant where it does not work. During the trial the patient had one week of absolutely no pain at all so he had the regular one put in and after two tries they finally got it in. The pain has consistently gotten worse. The device has been adjusted several times, it gets worse every time they adjust it. Everyone that has worked on him had been very good and tried their hardest to get rid of the pain but nothing is working. The pain was in the right foot, and the patient can¿t sleep at night anymore because of it. Sometimes it feels like a truck is parked on top of his foot, other times it was like his foot has been shot off, or like pins and needles, or like he dropped it in a bucket of ice water. It never goes away, 24-7. The doctor always turns him over to a company representative and they adjust it. The patient does not have the stimulation turned on while he¿s driving for fear that he will get a jolt. When the patient gets home, everything they have done in the office was totally different environment being at home vs. Being at the hospital; he does not understand why they don¿t treat patient¿s at home instead of going to the hospital having them fool with it. The last time the patient got home, he was at the doctor¿s office from 3-5pm, and turned it back on after driving he thought he was being electrocuted and it fell out of his hand it hurt so bad, they got it adjusted so wrong. The patient called and was told to just turn it off. The patient was advised not to have it taken out but ¿what good is it doing in me if it¿s not doing any good.¿ the patient can¿t sleep at night, and the next morning he is sitting trying to read the paper and just doses off from being so exhausted tossing back and forth all night from the pain. At the last adjustment different things were tried and when the patient got home he got electrocuted because, the programming was all backwards. The patient has worked with company representatives regarding problems with foot pain and lack of therapeutic effect multiple times. Additional information has been requested to obtain any troubleshooting or interventions required and also the patient outcome. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient had a back stimulator installed for one year now and they didn¿t have one single day of pain relief. The representatives tried to help but nothing was working and the pain got worse. The patient noted that there must be someone somewhere that had been helped that had the same pinched nerve that the patient had but the patient was not getting any help at all. The patient needed just one person to suggest a cure for their constant pain. There were no product issues alleged. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740 , serial# (B)(4); product type programmer, patient (B)(4).